Event description:
As reported by the user facility (translation of user facility info by (B)(4)): not infused correctly/delivery inaccuracy: on (B)(6) 2012, the nurse changed the infusion at 16 pm by setting the volume to be infused and the rate prescribed. The pump displays the time in 24 hours (infusing tubing batch #(B)(4)). Nothing has been changed, modified on the evening and the night. At 9 am on (B)(6) 2012, I found the pump at the right speed against the remaining time was 6 hours (one short 1 hour to go until 16 hours) and 36h showed the programmed time.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b braun (B)(4). The actual device involved in the reported event has been received for eval. The investigation on the device is on-going at this time. A f/u report will be provided after the inspection results are available.